Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they recently had symptom return. Impedances ran, electrode 0 gave > 4000 reading. Reprogrammed patient to new program. The issue was resolved at the time of the report. There was no surgical intervention that occurred. Additional information indicated that the cause of the impedance greater than 4000 ohms was not determined. The patient has not yet follow up with patient if they had symptom control. The rep is not aware of any malfunction but noted as previously stated that the patient was reprogrammed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# (B)(4), implanted: (B)(6) 2018. Product type: lead. If information is provided in the future, a supplemental report will be issued.